Event description:
This is report 1 of 2. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. Dianeal therapy was ongoing. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h13c11030. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).